Manufacturer narrative:
The insulin pump was received with blank display due to physical damage to battery tube. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was crack on the battery compartment and it would not hold the batteries. The customer's blood glucose was 7.7 mmol/l at the time of incident. The insulin pump was returned for analysis.